Manufacturer narrative:
(B)(4).

Event description:
Information was received from a representative regarding a patient in (B)(6) who was receiving an unspecified drug via an implantable pump. The drug, concentration, dose, lot number, and indication for use were not provided. On 11-02-2015 it was reported the pump had a motor stall that had not recovered. The patient experienced withdrawal syndrome/more spasticity and he took oral medication. Information was later provided that the event date was reported as "(B)(6)2015" as there was a motor stall of the pump and a pump update was not possible per the physician. The implant date was not known but the elective replacement indicator was 22 months. The cause of the event was not provided. The pump was explanted on (B)(6) 2015. The patient was reported as "ok" with his oral medication and now also with his new pump. Additional information has been requested regarding the patient's medication, dose, concentration, lot number, concomitant medications, medical history, indications for use, and possible cause of the event but these were not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received on (B)(6)-2015 in which the representative reported that the event concerns a patient with baclofen therapy. Further, it was not a suspected cause. The patient had no magnetic resonance imaging (MRI) scan, the estimated elective replaced (eri) of the pump was now reported as about 24 months. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
He pump was delivering baclofen 300 ug/ml at a dose of 74.95 ug/day in simple continuous mode. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.